Event description:
It was reported that the base of the cot hit the heel of an emt's boot resulting in the cot abruptly stopping and tipping over. It was reported that the patient was injured as a result of the cot tip. Further details regarding the severity of the injury to the patient could not be provided.

Manufacturer narrative:
A visual and functional inspection was performed by a stryker field service representative who identified that no defects or malfunctions were found with the device that would have caused or contributed to the alleged event.

Event description:
It was reported that the base of the cot hit the heel of an emt's boot resulting in the cot abruptly stopping and tipping over. It was reported that the patient was injured as a result of the cot tip. Further details regarding the severity of the injury to the patient could not be provided.